Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing had an "aneurysm" after it was primed with lactated ringers. The tubing was never inserted into a pump as the infusion was hung as a gravity infusion and connected to the patient. There was no patient harm.

Manufacturer narrative:
Concomitants 8100 and 8015 were removed from the product grid.

Manufacturer narrative:
Date rec'd by MFR: on original MDR (226863) revised to 01/24/2018. The customer complaint of tubing balloon in the silicone segment was confirmed per picture received by the customer. The root cause for this event could not be determined.